Event description:
It was reported that the patient underwent a sling procedure during 2003. Following the procedure it was discovered that the patient had retropubic bleeding and subsequently developed a hematoma in the space of retzius, as seen on ultrasound. Patient was transfused with 2 units of blood and the hemoglobin stabitized and has remained stable. Patient has no fever, and a normal leukocyte count.